Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported two patients had posterior capsule tears during laser assisted cataract surgery. Both patients needed a change in intraocular lens and a vitrectomy to complete the procedure. Both patients are expected to have a good surgical result. The physician feel the laser caused the posterior capsule tear. It was also noted that the tear in one patient was noted at the beginning of the case and the other was noted at the end of the case; both after the laser portion of the surgery. There are two related reports for this event. This report addresses patient (B)(6), and another manufacturer report will be filed for patient (B)(6).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. A root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).